Event description:
It was reported that left ventricular (lv) lead dislodged twice. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was not obstructed, and the tip seal on the distal electrode of the lead showed evidence of blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.